Event description:
It was reported that when the battery was placed in the device, it would automatically power on. In addition, the device would power off and on by itself. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device at the failure analysis center and was unable to verify or duplicate the reported problem. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer a replacement device and anticipates the device return for evaluation. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.